Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the stent delivery wire (sdw) was seen to be returned within an xt17 microcatheter, (the catheter was intact). The stent was returned deployed. The sdw was seen to be kinked. There was no introducer sheath returned. The stent was intact. Functional test was not carried out as the stent was returned deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening it and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. Resistance/friction was noted when advancing the stent in the distal section of an excelsior xt-17 microcatheter and the stent could not be advanced any further. The stent was returned deployed and was undamaged (intact). It is unclear from the event description at what point in the process that the stent was deployed. The introducer sheath was not returned for analysis and the stent delivery wire was returned and was noted to be kinked/bent. The as reported 'stent difficult/unable to advance or pullback through catheter' code as well as the as analyzed 'sdw kinked/bent' and 'stent deployed prematurely during use' will be assigned to this investigation. Procedural factors will be assigned as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that it had deployed prematurely during use. There was no clinical consequence to the patient reported as a result of this event.